Event description:
It was reported: that: during the surgery the spring in the instrument was fractured. There is a possibility that pieces of the spring could remain inside the body. There was no additional information available.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned product identified scuffs and scratches on the slap hammer. Spring is confirmed to be broken. The rest of the slap hammer works as intended except for the spring that is broke and not all pieces were returned. Fracture analysis identified ductile dimples in multiple locations, suggesting overload mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint histories identified additional similar complaints for the reported item and the part and lot combination. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported: that: during the surgery the spring in the instrument was fractured. This surgery was completed after it was confirmed that no shrapnel remained inside the patient's body. Attempts have been made and no further information has been provided.